Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to power on and off using ac and battery power, the failure reported was not duplicated. The root cause cannot be determined; however, the log files indicate the device had a mx comm failure occur at the customer site which causes the display to turn blank followed by an alarm state of 1 long beep and 2 short beeps. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device "shuts off". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that the device "shuts off". There was no patient impact or consequence reported.